Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent and electrocautery enhanced delivery system was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the axios stent was deployed in the scope; however, the physician had trouble releasing the axios stent out from the scope. Reportedly, the axios stent misdeployed. The procedure was completed using another axios stent and it is unknown how the axios stent was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.